Manufacturer narrative:
Date of event estimated. The UDI is not known as the part and lot number were not provided. D6a- implant date estimated manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported the patient had previous overlapping self-expanding stents implanted from the proximal superficial femoral artery (sfa) bifurcation to first third popliteal artery with a 5.5x60mm supera stent in the mid sfa in a calcified section. This procedure occurred at a different hospital, procedure date was not provided (estimated date (B)(6) 2024). On 03/27/2024, (estimated date) the patient experienced rest pain. On 03/27/2024, angiogram confirmed the patient had 100% in stent restenosis of the right common femoral artery (cfa)/sfa/proximal popliteal artery that was lined with self-expanding stents including the 5.5x60mm supera stent. The 5.5x60mm supera didn¿t look fully expanded and looked elongated. On (B)(6) 2024, a procedure was performed to treat the re-stenosis. A 6fx11cm sheath was used during the procedure. A 5.5x150mm supera was deployed without incident. A 6.5x150mm supera stent was also deployed without difficulty. However, the 6.5x150mm supera stent elongated and looked to be crossing into the cfa, force was applied to compress the stent to stay in the sfa and not cross the bifurcation. It is suspected this is when the tip separated. The tip dislodged near the cfa and floated down to mid sfa. A non-abbott embolic protection filter was deployed to capture and retrieve the separated tip. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. The reported patient effect(s) of ischemia and stenosis is listed in the supera peripheral stent systems instructions for use as a potential adverse effect. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Additionally, a conclusive cause for the reported ischemia and stenosis, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.